Event description:
Following a roux-en y gastric bypass procedure, the pt returned to the operating room, at which time active bleeding from the divided mesentery was observed. There were no additional pt consequences reported.